Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Radiographs were provided and reviewed by a health care professional. Immediate postoperative images demonstrate normal appearance of placement of an intramedullary nail with both proximal and distal interlocking screws over a humeral neck fracture. The hardware and bones appear intact. Overlying skin staples are present. A second image, allegedly acquired at some later point after implantation, demonstrate backing out of 1 of the screws at the level of the humeral head which extends laterally into the soft tissues. The remainder of the hardware appears intact. The humeral neck fracture is incompletely healed. Bones are otherwise unremarkable. It can be assumed that possible multiple factors, related to either patient condition, behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the locking mechanism of the nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the nail proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that four months after initial left humeral nail implantation one of the proximal screws was backed out from its proper position. No intervention is planned at this time. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G-2: foreign: japan. Concomitant medical products:¿ proximal humerus, left, 7x160mm; item# 47249616107, lot# 3109970, blunt tip screw, 4x36mm; item# 47248603640, lot# 3076827, blunt tip screw, 4x38mm; item# 47248603840, lot# 3082107. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00184, 0009613350 - 2023 - 00187, 0009613350 - 2023 - 00188. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.